Event description:
A patient undergoing continuous renal replacement therapy (crrt) on a prismaflex machine with prismaflex m150 filter sets was not anticoagulated and several of the m150 sets several times with a total blood loss of 945ml. The patient did not require any medical intervention as a result of the blood loss.